Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4) implanted: (B)(6) 2009, product type: catheter, product ID: 8 590-1, lot# n207294, implanted: (B)(6) 2009, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the patient had a return of their original back pain for ¿quite some time,¿ but could not recall a specific time frame. The patient experienced pain in their back and legs. No injury or changes to the patient¿s health was reported. The health care provider (hcp) attempted to aspirate the catheter access port (cap), but no return of drug or cerebrospinal fluid (csf) occurred. Due to the results of the cap aspiration on (B)(6) 2015, being (B)(6), a catheter replacement was scheduled/performed for the day of this report. No x-rays or other diagnostic testing was performed or was planned. Prior to replacement signs or symptoms of withdrawal were not reported. A partial explant of the kinked catheter took place. The proximal segment was explanted and the distal segment was tied off at the spine and remained in the intrathecal space. The removed segment was discarded. It was noted that the patient was ¿alive ¿ no injury.¿ the type of medication being delivered via the device system was morphine and bupivacaine. Additional information has been requested regarding the patient¿s outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.